Event description:
According to the reporter: the balloon was broken during initial pumping. Patient involved w/o injury; medical intervention not required; surgery time not extended; product tested prior to use.

Manufacturer narrative:
(B)(4).